Event description:
It was reported that the surgeon inserted a silicone three piece lens and a haptic was torn. The incision was enlarged to remove the lens and sutures were required to close the wound. The reporter stated, the incident was due to a loading error.

Manufacturer narrative:
.